Event description:
It was reported that the user placed the ilet on the charging pad for approximately 30 minutes and the device did not charge, with the battery indicator remaining red; the user was instructed to try a different wall outlet and verify all connections, and follow-up was planned. Symptoms included a very low battery condition with risk of power loss. Outcomes included interruption of intended device availability pending successful charging. Investigation included user troubleshooting and education focused on power supply, outlet, and charging setup. Investigation of this case revealed a suspected power/charging issue consistent with very low battery, with the charging accessories or power source as potential contributors; device hardware otherwise unconfirmed due to lack of additional data. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or external power source factors rather than an inherent device malfunction.